Event description:
The customer reported that the device is "freezing up" and "freezes the data on the screen". The local philips service engineer stated that there was possible patient involvement as the staff reported the issue and he suspects that it was an issue when attempting a reading on a patient. There was no patient harm.